Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of degenerative disc disease and spinal pain. It was reported that it was difficult for the patient to charge. The patient stated that it will start out with 8 bars, but then it will go down after it checks itself. It was noted that the patient has tried a spacer and double-sided tape already. It was noted that the patient may have lost some weight and the ins might be a little bit tilted. The patient can get 8 bars if they apply pressure, but when they remove their hand, the coupling goes back down to zero. A different recharger was used and the patient had the same result. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was confirmed to be tilted and the patient lost some weight. The patient used double sided tape when attempting to charge. No symptoms or complications were reported.